Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed two openings assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.1., d.4., d.9., h.2., h.3., h.4., h.6.

Event description:
Healthcare provider reported "rupture". This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare provider reported "rupture". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Continued e1 (phone number):(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.